Manufacturer narrative:
The manufacturer's investigation confirmed the reported product issue and initiated a product recall of the one affected lot.

Event description:
User facility mw 5065348 received reporting b59006 device set "..product is labeled as primary 60 drop IV tubing but actually is a 15 drop IV tubing....". Follow up information received reports the issue was immediately detected, affected packaged units that were assembled incorrectly with a 15 drop drip chamber components were quarantined. There was no patient involvement. This is the mfrs. Follow up report to provide investigation results and actions taken by the MFR.

Event description:
User facility mw 5065348 received reporting b59006 device set "..product is labeled as primary 60 drop IV tubing but actually is a 15 drop IV tubing....". Follow up information received reports the issue was immediately detected, affected packaged units that were assembled incorrectly with a 15 drop drip chamber components were quarantined. There was no patient involvement.